Event description:
It was reported that the atrial lead fractured and had increased pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, the outer insulation was cut, kinked/buckled, had a cosmetic depression and had a white substance on it. The inner insulation was torn and kinked/buckled. The proximal conductor was pulled/stretched due to overstress. The distal electrode was covered in blood. Visual analysis noted that the lead was thoroughly analyzed in an attempt to find the potential cause for the electrical complaint. No anomalies were discovered. The analyst also had a more senior technician assist with the destructive analysis and review all results. The lead was stretched and was returned with extensive explant damage.